Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor went out of the sheath, when it was opened while in the intervention room, after the doctor performed the carotid stent. The physician used another angio-seal device. The procedure outcome was good once the new angio-seal device was used. The patient was in stable condition. Additional information was received on november 13, 2018. The device was opened on the patient's body, however, they reported the device was opened following the instructions. There was an 8fr procedure sheath used. A pre-deployment angiogram was not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and to provide the completed investigation. One 8fr angio-seal evolution device was received for product evaluation. The carrier tube assembly was returned along with a partially opened aluminum foil pouch. The plastic tray with hemostasis sheath, guidewire and locator was returned as well. Visual inspection was performed and the carrier tube assembly was examined. The bypass tube was completely removed from the main body of the carrier tube and the anchor and the swollen collagen were exposed. The IFU for angio-seal evolution states: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. The incompletely opened aluminum pouch suggests that IFU directions were not followed. Pulling the carrier tube from the pouch without completely opening it may result in displacement of the bypass tube. Indentations were found on the aluminum pouch where the bypass tube may have been stuck. Based on the investigation, it is likely that digital pressure was placed on or near the bypass tube deforming the aluminum around the bypass tube.